Manufacturer narrative:
Result: rc: bent brake bracket. Cracked siderail panel handles.

Event description:
It was reported by service report that the bracket holding the brake switch was bent down. It was further reported the siderail panel inner handles were cracked with exposed sharp edges. There was no pt involvement and no adverse consequence related to the alleged issue.